Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. No unexpected numbers ramping or scrolling on their own noted. The insulin pump has cracked case at the display window corners, belt clip slot and minor scratched display window.

Event description:
It was reported that customer received a button error alarm. It was reported that customer attempted to administer a bolus shot and numbers continued to scroll. Customer reported that buttons were not responding. Insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.